Event description:
The tissue retrieval bag failed at the seam when the surgeon was removing the bag from the patient. The surgeon addressed the release of material into the body cavity.

Manufacturer narrative:
The event did not cause any injury to the patient. The procedure time was extended to allow for the tissue to be retrieved from the body cavity by a second unit. Anchor's investigation has determined the root cause of the product defect. An improvement corrective action plan has been defined and is being implemented for the supplier's process and component. Improved acceptance testing is currently being qualified.